Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) confirmed the latch was broken on the ultrasonic air sensor (uas). He replaced the latch and confirmed the uas functioned properly. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per follow-up with the perfusionist (ccp) on 8-oct-2015: the draw latch broke on (B)(6)-2015. This happened when they were priming the pump for a morning case. We just switched it out from the other pump. The surgeon never even knew it happened. There were no complications due to the broken latch. The latch is on my desk in the pump room in surgery. They did not try to rig the latch with tape or anything. We just took the bubble detector from the other pump, as they have two pumps. We can only perform one case at a time, so right now we're moving the good bubble detector back and forth. It is an inconvience but we're making due.

Event description:
Updated information: the reported issue occurred during set-up of the device for a cardiopulmonary bypass procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the draw latch assembly was broken on the ultrasonic air sensor (uas). No other details regarding the nature of this event were provided.